Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g5. H3, h6: a product investigation was conducted. Visual inspection: the handle with quick coupling, small (p/n 311.43 lot unk) was received showing the handle broken. The handle was broken at the interface between the end cap, with a transverse fracture. A crack was also observed on the handle across the dowel pin. Dimensional inspection: dimensional inspection of the handle was not conducted due to post manufacturing damage and the crack and broken handle were visually confirmed. Document/specification review: there is not lot etch design so a mre/DHR could not be conducted, the exact manufacture date is unknown. The relevant drawings were reviewed: tap handle for small taps and handle. Dco changed the handle material from phenolic le grade to ppsu. The returned handle with qc is phenolic, therefore, the part was manufactured prior to 09nov10 and is at least 8 years old. No additional drawings were reviewed, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required conclusion: the complaint condition is confirmed as the handle was broken into two pieces. No definitive root cause could be determined. It is likely that consistent use and reprocessing over the part¿s lifetime contributed to the complaint condition, as the phenolic handle is susceptible to becoming brittle after repeated thermal/sterilization/reprocessing cycles. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2019, the back piece to wooden screwdriver handle broke off during a distal radius procedure while inserting a screw. Surgeon used another screwdriver handle that was in the set. Fragments were generated and removed easily without additional intervention. There was no surgical delay. Procedure was successfully completed. There were no patient consequences. Concomitant devices reported: unknown screws: trauma (part# /lot# unknown, quantity: 1). This complaint involves one (1) device. This report is for one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).